Event description:
It was reported that during a hals nephrectomy procedure, when the handle was squeezed the device 1 time, and on 2nd firing a pop was heard inside the stapler. The manual release level was pulled 4 times to retract the blade and the determination was made to turn the case into an open procedure. There was no further consequence to the patient reported.